Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon review, the implantable cardiac monitor exhibited undersensed r-waves and stored multiple pause episodes. Programming changes were made. The patient remained asymptomatic and will continue to be monitored.